Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct to e2/e3 and add additional selection to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon was not reproduced at the olympus repair department. It is likely that the noisy image occurred temporarily due to a communication failure caused by internal flooding from the cable connector. Since there was no observed damage to the connector, the cause of flooding could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of noise image was not confirmed. However, the device evaluation found the cable connector leaks. Coupler rusting, and the cable appearance dirty.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the autoclavable camera head had noise image. The issue was found during preparation for use. The intended diagnostic procedure was completed using a similar device. There were no reports of patient harm.